Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent surgical intervention for a left inguinal hernia. The device was not programmed to electrocautery mode and as a result oversensed electrocautery noise resulting in pacing inhibition and asystole greater than two consecutive seconds in duration. Despite the asystole, there were no additional adverse patient effects were reported.